Event description:
The account alleged the brakes do not hold at the foot end of the stretcher. No patient impact.

Manufacturer narrative:
The account found the foot end brake linkage is missing. The account replaced the foot end brake linkage to resolve the issue.